Event description:
On august 10, 2006, the lay-user/patient contacted lifescan alleging that her one touch ultra meter was constantly giving an "error 3" message. The medical affairs specialist (mas) attempted to speak to the patient on august 17, 2006, but she disconnected the call. The mas listened to the call between the patient and customer care advocate (cca) to obtain/verify information. For about a month, the patient kept encountering an "error 3" message. It is not known what date the issue started. Since the patient could not test with the reported meter, the patient started using another meter. The patient reported readings of "160 and 130 mg/dl" from the other meter but, it is not known when the readings were taken. The patient stated, she was hospitalized twice while having issues with the meter. In one instance, the pt mentioned that she had "passed out." The paramedics were contacted and when they arrived, a reading of "50 mg/dl" was obtained from the pt using an unidentified device. The pt stated in the call between the pt and cca that she was treated with "insulin IV." One would expect a patient to receive glucose treatment for the low reading suggesting hypoglycemia. The patient tests twice a day. She was unwilling to provide additional information regarding the events of being hospitalized. It would have been helpful to know the following information: the duration of the "error 3" message, when the alleged issue started, when the patient was hospitalized, what symptoms she may have had before passing out, what blood glucose results she obtained the day before and day of the events, and what meter(s) were used at the time of concern. In addition, it would have been helpful to know what her medication regimen is, if she was following the regimen as prescribed when the events occurred, what actions the patient took before passing out, and what treatments she received in the hospital. The cca noted that the patient's test strips were in good condition. The meter, test strips, and control solution were replaced. This complaint is reported due to the following conclusion: the patient was unable to test with the reported meter. She passed out on an unk date/time, obtained a low blood glucose result from the paramedics, and was treated for hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.